Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 978a128, lot#: va2bnpk, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Product ID: wr9220, serial#: (B)(4). Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor, urinary/bowel dysfunction, and urge incontinence. It was reported that  the wireless recharger not charging past 10%. Tried multiple outlets, confirmed green light is on, charged on dock for several hours and charge level does not change so pt can't recharge ins properly. Pt noticed this ever since she got home from the hospital (B)(6) for a lead replacement. Pt confirm dock light is on. Pt was able to start a charge session with ins but recharger said it was only 15% charged. Tss reviewed we will replace recharger and recommended calling rep when she receives to set it up. Pt reported that she had her surescan lead replaced on (B)(6) because the lead was not functioning because it wasn't connected properly and had some bacteria on it. Pt mentioned she was at higher amplitudes on this defective lead and she was peeing more often.

Event description:
Additional information was received from the patient. They reported that in relation to the lead issues they they were diagnosed with an infection and when hcp removed the lead it was covered in subcutaneous fluid, some bacteria, started with an "m" but not mrsa. Patient said was prescribed oral antibiotic, bactrim for two weeks to treat the infection. See 705089489 for por issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.